Manufacturer narrative:
The customer resolved the issue before any further evaluation. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
It was reported, while unknown if in therapeutic use, it was impossible to change parameters. No reports of patient user harm injury. Investigation is ongoing.